Event description:
It was reported that the patient had experienced leakage issue at the insertion site and the adhesive was wet but needle was still in the body event on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.